Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Partial lead returned and was cut at 15.9cm from connector pin. Without the entire lead a complete evaluation could not be performed. The damage found was sustained during surgical procedure.

Event description:
The patient presented in the ER after receiving a shock. Upon interrogation, noise was observed on the lead. The noise was reproducible with arm movement. Fluoroscopy did not reveal any lead damage. The lead was capped.